Event description:
Cutting distal and post chamfer making lots of noise, shaking and trouble passing. No surgical delay. Case type / application: tka.

Manufacturer narrative:
An event regarding mechanical failure involving a mako mics was reported. The event was confirmed via inspection. Method & results: -product evaluation and results: handpiece mics ¿ 209063 ¿ serial# (B)(6). Inspected per d06917 and determined failure of the following test steps: 7.1.2 hand piece visual inspection. 7.1.4 collar test . 7.1.5.1 original cable agitation test. 7.1.5.3.4 tn 0835 cable functional (new cable). Original description confirmed. Disposition: rtv - loose screws in collar. Inspected by: spencer barfield. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate 25 devices, including serial number (B)(6) were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product nonconformity or unanticipated hazard.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Cutting distal and post chamfer making lots of noise, shaking and trouble passing. No surgical delay. Case type / application: tka.

Event description:
Cutting distal and post chamfer making lots of noise, shaking and trouble passing. No surgical delay. Case type/application: tka.

Manufacturer narrative:
Reported event an event regarding noise involving a mako mics was reported. The event was not confirmed because the product was not available for inspection. Method & results: product evaluation and results: product inspection could not be performed as the product was not made available for evaluation. The complaint will be closed with an associated risk assessment. Additional failures will be assessed once the product becomes available for inspection clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices, including serial number (B)(6), were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. H3 other text: device not returned.